Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6).

Event description:
It was reported that the system monitor to power module cable was damaged and the wires were exposed next to the connector. The system monitor was still fully functional, but the hospital wished to exchange the system monitor to prevent further technical issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to heartmate system monitor to power module cable was confirmed via review of the submitted photo. This photo revealed that the cable had slightly pulled out of its strain relief at one end, exposing its inner wires and shielding. No damages to the inner wires were conclusively observed, and no functional issues regarding the cable were reported. The cable was not returned for evaluation, and the root cause of the reported event was unable to be conclusively determined via this analysis. The heartmate 3 instructions for use section 4 entitled ¿system monitor¿ provides instruction on how to properly install and uninstall the system monitor data cable. The heartmate system monitor instructions for use inform the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ describes how to properly store, transport, and clean all heartmate equipment. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system monitor data cable were unable to be reviewed, as they reside with the original equipment manufacturer (OEM). The lot number of the cable was also not provided. The manufacturer is closing the file on this event.